Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device took an extended time to charge energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated during evaluation. The device passed all functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling. All buttons and alarms worked as intended. A review of the device log for (B)(6) 2024 showed the user disarmed the charge by pressing the charge button followed by the energy up/down button, disarming the charging attempt. On (B)(6), when set to 200j, the user pressed shock before charge, in order to shock, the device needs to be charged first. Once the charge button was pressed, the device charged successfully, and therapy was delivered without issues. Per the r-series operator's guide, "changing the selected energy while the unit is charging or charged causes the defibrillator to disarm itself. Press the charge button again to charge the unit to the newly selected energy level." Analysis of reports of this type has not identified an increase in trend.